Manufacturer narrative:
The device was received for evaluation. A review of event history log identified a system error 20603 (monitor motor runaway). However, the issue could not be reproduced during evaluation. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump (lvp), it was determined that the device had a system error 20603 (monitor motor runaway) in the log. There was no patient involvement. No additional information is available.